Event description:
During device replacement, externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.